Event description:
It was reported that a patient presented for a routine generator change. During the procedure, the physician noted that the right ventricular (rv) lead insulation was damaged. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient condition was stable.